Event description:
Healthcare professional reported a xen®45 gts implanted in right eye. Pod1, iop was 2 mmhg. Pod3, iop was 4 mmhg and anterior chamber was shallowing, hcp provided treatment of atropine. Pod6, iop was 0 mmhg with choroidals. Pod10, hcp could not locate the stent in the eye and iop was 40 mmhg. Device remains implanted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.